Event description:
It was reported that distal tip detachment occurred. The 90% stenosed target lesion was located in the non-tortuous posterior tib vessel. A 300cm straight tip v-14 control wire was selected for use. However, while trying to navigate the wire into the vessel, the soft tip part of the wire partially sheared off. The physician was able to place a non-boston scientific catheter beyond the separation and retrieve the wire without losing the wire access to the vessel and without harming the patient. All parts of the wire were still intact; and was confirmed through fluoroscopy that nothing was left inside the patient's body. The procedure was then completed using an alternate device. No patient complications were reported.

Event description:
It was reported that distal tip detachment occurred. The 90% stenosed target lesion was located in the non-tortuous posterior tib vessel. A 300cm straight tip v-14 control wire was selected for use. However, while trying to navigate the wire into the vessel, the soft tip part of the wire partially sheared off. The physician was able to place a non-boston scientific catheter beyond the separation and retrieve the wire without losing the wire access to the vessel and without harming the patient. All parts of the wire were still intact; and was confirmed through fluoroscopy that nothing was left inside the patient's body. The procedure was then completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for the analysis, and it was observed that the guidewire was bent and detached at the distal section. The part detached was returned. The distance of the guidewire is 2,98 mts and the part detached distance is 2 cm. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages or issues were observed.